Event description:
The customer was hospitalized for dka. The customer kept receiving an error alarm on the pump. The customer was not connected to the pump and was currently on manual injections per doctor's instructions. The diabetes management consultant reviewed the alarm history of the pump and found error alarms.